Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5 and g2. The information included in b5 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the coating of the insertion tube peeled off due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope". [Inspection of the endoscope] 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed that the broken angle wire occurred during the device reprocessing. Pre-use checks were completed, and the customer uses eog sterilization. The intended treatment was completed without delay. There was no patient harm or consequence reported as a result of the event.

Event description:
The customer reported to olympus the tracheal intubation fiberscope had a broken angle wire. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the coating on the image guide coil was peeled off, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that due to a cut on the angle wire, the bending section could not be bent in the down direction. Upon further inspection, it was observed that the coating on the image guide (connecting tube) was peeled off due to deterioration. It was also observed that the connecting tube had a dent. It was observed that the adhesive of the bending section cover had a chip due to chemical or physical stress. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: eyepiece, diopter ring, grip, up and down plate, scope connector cover and on the angulation lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.